Event description:
On (B)(6) 2012, the lay-user/patient's daughter contacted lifescan from (B)(6) alleging a blood reading as control issue with a one touch verio pro meter. The patient's daughter did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. A control solution was sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient's daughter claimed that the meter had a blood reading as control issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient's daughter did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.